Event description:
A user facility clinical manager reported that an internal dialyzer blood leak occurred three hours after the initiation of the patient¿s hemodialysis (hd) treatment. The leak was not visually observed. The machine, a fresenius 2008t hd machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. Fresenius bloodlines were also in use. The patient¿s estimated blood loss (ebl) was approximately 250ml. There was no patient serious injury or medical intervention required as a result of this event. The patient opted not to continue treatment. The complaint device was reported to be available to be returned to the manufacturer for evaluation. One photograph has been provided.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. However, one photograph was provided by the customer. The photo showed a dialyzer being held with blood lines attached to the header cap blood ports. At the base of the upper bell housing, blood residue is present inside the housing on the outside of the fibers. This is indicative of an internal blood leak. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event based on the photograph provided.

Manufacturer narrative:
Additional information: a1, a2, a3, a4, b5.

Event description:
A user facility clinical manager reported that an internal dialyzer blood leak occurred three hours after the initiation of the patient¿s hemodialysis (hd) treatment. The leak was not visually observed. The machine, a fresenius 2008t hd machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. Fresenius bloodlines were also in use. The patient¿s estimated blood loss (ebl) was approximately 250ml. There was no patient serious injury or medical intervention required as a result of this event. The patient opted not to continue treatment. The complaint device was reported to be available to be returned to the manufacturer for evaluation. One photograph has been provided.

Event description:
A user facility clinical manager reported that an internal dialyzer blood leak occurred three hours after the initiation of the patient¿s hemodialysis (hd) treatment. The leak was not visually observed. The machine, a fresenius 2008t hd machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. Fresenius bloodlines were also in use. The patient¿s estimated blood loss (ebl) was approximately 250ml. There was no patient serious injury or medical intervention required as a result of this event. The patient opted not to continue treatment. The complaint device was reported to be available to be returned to the manufacturer for evaluation. One photograph has been provided. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.